Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section e1: first/given name and last name of initial complaint reporter: unknown, information not provided. Section e1: email address: unknown, information not provided. Section e1: establishment name and address, city and territory: unknown, information not provided. Section e1: telephone number: unknown, information not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector was faulty. No further information was provided.